Event description:
An orsiro drug-eluting stent system was selected for treatment of a moderately to severely calcified lesion (70 percent stenosis degree) in the severely tortuous distal lad. The device is unable to cross the pre-dilated lesion. The device was withdrawn and a stent deformation was detected.

Manufacturer narrative:
Combination product: yes.

Manufacturer narrative:
Combination product: yes. Neither the complaint instrument nor the angiographic material was returned. Therefore, no technical investigation on the subject could be performed. The product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of the final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Based on the conducted investigations, no manufacturing or material related root cause could be identified.